Event description:
It was reported to philips that the system was unable to boot past the bios screen. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting past the bios (built in operating software) screen. During troubleshooting, the fse reset the sbc connection, but the issue persisted. The fse reloaded the software. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.